Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of left incarcerated inguinal hernia, and component separation due to a left incarcerated inguinal hernia. He had revision surgery 8 months post-surgery. At this time the patient underwent a left inguinal exploration with explanation of left inguinal mesh, neurectomy for excision of iliohypogastric and ilioinguinal nerves (general femoral nerve was not identified, although significant exploration was performed within the spermatic cord structures to identify genital branch of the femoral nerve), and myofascial flap advancement for primary bassini tissue repair utilizing interrupted 2-0 prolene suture, and rectus advancement via muscular relaxing incision. Also, a 22 modifier is this case secondary to the following reasons: the patient required mesh excision in a scarred, previously operated on surgical field. This put the patient was substantially more difficult dissection requirements and expertise for anatomic knowledge. This was due to chronic inguinodynia status post open left inguinal hernia repair with mesh at outside institution, and chronic depression secondary. The patient experienced chronic pain, revision, pain management, neurectomy, adhesions of spermatic cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left incarcerated inguinal hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, scarring, inguinodynia, depression, pain, and adhesions. Post-operative patient treatment included revision surgery, left inguinal exploration, explantation of mesh, neurectomy, myofascial flap advancement using prolene sutures, rectus advancement via muscular relaxing incision, and pain management.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.